Manufacturer narrative:
H11: from available information, it was found out that the stirrer motor of 3t heater/cooler was faulty and needs to be replaced; as consequence, a new one was ordered. No other similar issues occurred for involved unit. Based on the above, the most likely root cause of the event was traced back to a jammed stirrer motor, likely due to environmental conditions in which it worked, such as condensation, humidity and high temperatures in the stationary phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep the post market surveillance.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, a heater-coolersystem 3t had issue with the mixer pump and it was noisy. There is no report of any patient injury.